Event description:
According to the reporter, during procedure, during cutting of the tissue, the trigger broke off the handle. The surgeon could not remember the tissue bundle but said it was a l lot of tissue in the jaws. The piece of the device fully detached or fell off into the patient's cavity, but it was retrieved. X-ray was not performed to locate and/or retrieve the broken piece, there was no any medical intervention/surgical intervention to retrieve the broken piece, and this incident did not cause the procedure to be extended by more than 30 minutes. Another device was used with the same generator and it worked fine. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, during cutting of the tissue, the trigger broke off the handle. The piece of the device fully detached or fell off into the patient's cavity, but it was retrieved. X-ray was not performed to locate and/or retrieve the broken piece, there was no any medical intervention/surgical intervention to retrieve the broken piece, and this incident did not cause the procedure to be extended by more than 30 minutes. Another ligasure was used with the same generator and it worked fine. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, during cutting of the tissue, the trigger broke off the handle. The piece of the device fully detached or fell off. Another ligasure was used with the same generator and it worked fine. There was no patient injury.